Manufacturer narrative:
A further clinical review of the event details was completed and a change in the MDR reportability was identified. No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that upon a successful deployment of a stent graft, the catheter detached near the handle during removal. The entire deployment system was removed without incident. There is no reported patient injury.

Manufacturer narrative:
Manufacturing review: the lot records have been reviewed with special attention to the manufacturing and inspection of this product. The lot met all release criteria. There was nothing indicating there was a manufacturing related cause for this event. This is the first reported failure for this lot number. Visual/dimensional evaluation: the device was returned in three segments. The stent graft was deployed and not returned. The first segment contained the handle, the metal rod that connects the hand grip and y-injection adapter, and 10mm of the inner catheter. The second segment contained 821mm of inner catheter and the atraumatic tip, kinks noted throughout the inner catheter segment. The third segment contained the complete outer gray catheter. No anomalies were noted to the outer catheter. Functional/performance evaluation: functional testing could not be performed, as the delivery system was returned in segments. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation is confirmed for an inner/outer catheter break, as the inner catheter was returned in two segments both separated from the outer gray catheter. Per the complaint comments, the physician did not use a sheath to advance the device. The IFU states under ¿materials required for device placement¿ that a 9f introducer sheath is required for device placement. Therefore, it is possible that procedural issues contributed to the reported event; however, the definitive root cause could not be determined. Labeling review: the current flair endovascular stent graft instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.